Manufacturer narrative:
Result of investigation: vyaire medical was able to confirmed and duplicate the reported issue. Investigation revealed the display sub assy, uim part number: 27191-001 had failed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The uim (user interface module) was replaced and the issue was resolved. Ventilator is operational and meets OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a flickering screen. As of this time there is no information about patient involvement associated with this event.